Event description:
Per the clinic, the patient underwent a skin revision surgery in 2015 (specific date not reported) involving flap elevation. It was also reported during the same timeline, the electrode extruded in the external auditory canal. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the revision surgery was performed under general anesthesia on (B)(6) 2015. During the surgery, the middle ear pus and debris were removed, middle ear washed with saline, temporalis fascia harvested and underlay grafting completed. After discharge, the patient was prescribed with antibiotics (specific date, type and duration not reported) prophylactically.